Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the combination force of the impact applying to the distal end and the stress of attaching the distal cover and so on.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the distal end of the subject device was broken. There was no report of patient injury associated with this event.